Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal and common carotid arteries. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use. The stent was delivered along the fwez with no resistance. Post deployment, severe resistance was felt when it was attempted to remove the system. Therefore, fwez and wallstent delivery system were removed together at the same time as retrieval was not possible. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the carotid wallstent device was returned for evaluation. The device was returned loaded on to the customer's guidewire and was unsheathed. The investigator was unable to remove the filterwire while unsheathed. The investigator sheathed the device and removed the filterwire with a certain degree of resistance experienced. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal and common carotid arteries. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use. The stent was delivered along the fwez with no resistance. Post deployment, severe resistance was felt when it was attempted to remove the system. Therefore, fwez and wallstent delivery system were removed together at the same time as retrieval was not possible. There were no patient complications as a result of this event.